Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown.

Event description:
It was reported connection issues. Verbatim: during the venous catheterization process, the positive pressure connector failed to form a tight seal with the venous catheter, resulting in medication leakage.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the lot number provided was incorrect and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.